Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23 mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and three (3) months due to valve degeneration leading to severe aortic stenosis. The tavr procedure was performed with a 23 mm edwards transcatheter heart valve. Post valve deployment, transthoracic echo confirmed good positioning without paravalvular leak and without aortic insufficiency. The gradient across the valve had a mean of 20 mmhg; therefore, post dilation was performed again and the gradient was down to less than 15 mmhg.

Event description:
The patient was discharged home on pod #6 in stable condition.